Manufacturer narrative:
A review of tickets for cell dyn emerald, list number 09h39-01, did not identify an increase in complaints or a trend related to the customer's observed issue. A review of service history for the cell dyn emerald, serial number (B)(4), was performed, but did not identify any product issue associated with this complaint. Based on the complaint data provided, sample homogeneity may have caused the issue as the first sample reported extremely high rbc/hgb/hct, accompanied by the lowest wbc and plt levels. This suggests that the blood sample was not fully homogenized before measuring. Also, the results of the precision run are not within specification, again suggesting an issue with the blood sample homogeneity. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the cell dyn emerald, sn (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant results generated on the cell dyn emerald (wbc, rbc, hgb, plt) on her own sample. The customer is pregnant. The results provided were: wbc 6.2-18.3; rbc = 2.65-6.10; plt = 61-225; and the hemoglobin ranged from 7.9-19.2. There was no reported impact to patient management. There was no additional patient information provided.